Manufacturer narrative:
The device was returned to zoll medical (B)(4); the malfunction was observed and the digital board was replaced to remedy the problem. The device was recertified and returned to the customer. The digital board was returned to zoll medical us; the malfunction was duplicated and attributed to a faulty integrated circuit on the digital board. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing, the device was unable to switch modes. Complainant indicated that there was no patient involvement in the reported malfunction.